Event description:
It was reported by nurse ¿patient had the device inserted on (B)(6) 2022 and left over night for treatment. When the nurse went to flush the line on (B)(6), there was leaking out of the tubing, no type of harm involved."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgnf076 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be supplier related. Two 19 g x 0.75 in. Powerloc max infusion sets with non-valved y-sites were returned for evaluation. An initial visual observation showed use residue on one sample and the other sample was returned in a sealed package. Needleless injection caps were returned on both luer hubs of the used sample, and the safety mechanism of this sample was observed to be engaged. A large longitudinal crack was observed in the y-site of the used sample between the two branches of the y-site on the larger branch. A microscopic observation revealed a distinct knit/weld line in the y-site of the sample returned in a sealed package. Micro-fractures were observed in the used sample around the large crack in the y-site. The device is a supplied component, and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by nurse ¿patient had the device inserted on (B)(6) 2022 and left over night for treatment. When the nurse went to flush the line on (B)(6), there was leaking out of the tubing, no type of harm involved."